Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had an error in the motor was detected pump error. The customer¿s blood glucose was 141 mg/dl. Customer states they power error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Low battery alert less than one week not found during testing. Device passed the displacement test, sleep current test, active current test and self test. (B)(4).